Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
On an unreported date, the patient had break in aseptic technique which caused peritonitis manifested by cloudy effluent, abdominal pain, and fever. The patient was not hospitalized for peritonitis. On an unreported date, the patient began treatment with ceftazidime 200 mg and cefazolin 200 mg (frequencies and routes not reported) for peritonitis. The outcome of this event was not reported. No additional information was available at the time of this report.